Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For one event, a field representative went onsite to evaluate the device and found there was an issue with the probe assembly. For the other event, a field representative went onsite to evaluate the device and suspected there was an issue with the probe or with the rinsing of the probe. Further investigation by the manufacturer did not identify a specific root cause for the events. It was noted after the service actions, no further issues were noted. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>2</noe> malfunction events where erroneous results were generated by the p module analyzer. There were two erroneous results for alanine aminotransferase and one erroneous result total protein in urine/cerebrospinal fluid for a total of three patients. One patient was a (B)(6) female. The patient's weight was requested, but was not provided. The other patients' ages, genders, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.